Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2023-17729 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) visited customer. Based on conversation with the customer, ess determined that a third party biopsy forceps might have punctured the inside of the working channel during a procedure causing the black lubricant with the inners of the endoscope to come out. The customer was advised to look for additional instances of black material within the working channel of their olympus endoscopes and report accordingly. The device was returned to olympus repair center and evaluated. The olympus repair center used the borescope and found multiple burn marks within the working channel of the subject device. In addition, the device evaluation found following findings: the right/left and up/down play of control knob was loose; there were dents on the distal end of plastic cover; there were edge chips on the objective lens; there was a crack and debris found on light guide lens; also there was crack on the insertion tube and the plastic distal end cover and also the scratches were found on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that it was unable to pass equipment through the biopsy channel and there was a burning greasy small like burnt rubber coming from the colonovideoscope. That required to change the scope during procedure. During cleaning, customer found dark debris was coming out from the scope. The issue was found during an unspecified therapeutic procedure. There was no report of patient harm associated with the event. This report is related to and linked to patient identifier (B)(6).